Manufacturer narrative:
H3, h6: the associated device, intended for use in treatment, was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The device was broken within the head rendering the device inoperative. The device shows signs of extensive use. A complaint history review found related failures; this failure mode will be monitored for future complaints and assessed for any necessary corrective actions. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that during efip inspection, the following items were found defective: the handle and the tip of the r3 depth gauge are bent (case (B)(4)), the r3 impactor tip has scratches (case (B)(4)), the r3 lnr mpactor hd ii 28mm has gouges on the head (case (B)(4)), the trl 12/14 tpr fem hd 32 + 8 has discoloration (case (B)(4)), the trial 12/14 fem head 36mm +0 is broken (case (B)(4)) and the trial 12/14 fem head 36mm -3 has scratches (case (B)(4)). No case or patient was involved.